Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the aspiration needle was defective upon initial clinical use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the aspiration needle was defective upon initial clinical use. There were no reports of patient harm.